Event description:
This patient required a femoral-popliteal bypass after two stents that were placed in the right proximal and mid superficial femoral artery (sfa) had occluded. This female patient had two smart stents placed in 2005. The right sfa was described as calcified with no tortuosity. The lesion was de novo. The total lesion length was 144mm, of which 120mm was occluded. The distal end of the occlusion was located at 100mm from the upper border of the patella. The lesion was pre-dilated with a cordis opta-pro balloon (4x10mm). The percentage of stenosis following pre-dilation was 29% two smart stents were successfully placed in the right proximal and mid sfa. Post-dilation was performed with a cordis optapro balloon (5x10mm). The maximum pressure used for post-dilation was 10 atmospheres. The percentage of stenosis following stent placement was 19%. During the same intervention, the femoral artery on the ipsilateral side was treated with angioplasty using a cordis optapro 5x10mm balloon. The medications given at baseline were: aspirin, ace inhibitors, diuretics, salbutamol inhaler, combivent inhalers, b12 injection, nitrazepam, thyroxine, folic acid, gaviscon, naftidrofuryl oxacate, amitryptyline. The total does of heparin given during the procedure was 5000iu. Contrast agent that was used was lodixanol, 150ml. Medications given at discharge: aspirin, ace inhibitors, diuretics, clopidogrel, combivent inhalers, b12 injection, nitrazepam, thyroxine, folic acid, gaviscon, naftidrofuryl oxacate. In 2006, the patient returned to the hospital with stent occlusion, requiring surgical femoral-popliteal bypass, which was performed the next month. Currently, the graft is patent, but the patient is still hospitalized with a wound infection.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days of receipt. Please note that this medwatch represents one of two products that were used in the same procedure and is related to mfg#9616099-2006-01089 and 9616099-2006-01090.